Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis and high blood glucose level. Blood glucose level was over 400 mg/dl. Customer treated with insulin pump and also confirmed that auto mode was active at the time of event. Insulin pump will not be returned for analysis.